Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. The delivery sheath was prepared per the IFU and a pressure bag of heparin saline was connected to it. Before the device was inserted into the sheath, the pigtail catheter was being advanced when air was noted in the device. Then, the patient had st elevations and bradycardia. The patient was extubated. After the patient stabilized, the device was implanted successfully using a 12f amplatzer torqvue 45x45 delivery sheath in a separate procedure. The patient was reported as stable and was discharged the following day. No additional information was provided.

Event description:
Subsequent to the information filed, to treat the air embolus, the patient was treated with 100% oxygen and a cardiac catheterization was performed to check the coronaries.

Manufacturer narrative:
Additional information: b1, b2, b5, b6, g3, h2, h6na.

Manufacturer narrative:
An event of an air being observed in the sheath was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.